Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the band, it got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the band, it got stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the suture thread was returned with the seven knots. The handle had evidence that the trip wire was secured to the handle slot. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the suture thread was returned with the seven knots. The handle was returned with evidence of the trip wire was secured to the handle slot. There is not enough evidence to determine whether the bands could not deploy due to the physician's technique, procedural, or patient's anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. The most probable cause of the reported problem cannot be established due to lack of evidence. Additionally, without proper evaluation of the completed device, it remains unknown as to the most probable cause that contributed to the event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.